Event description:
It was reported to covidien that there was a monitor with segment missing from display. There was no patient involvement.

Manufacturer narrative:
The reported problem could not be duplicated, testing did not find a problem with the display. The u.I. Pcb was replaced by the service center although a problem had not been confirmed. Additional repair for a switch-panel of the monitor is not applicable to the reported problem.